Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, foreign matter was found. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire guide wire was selected for this procedure however; during preparation the physician found a solid white material attached to the guide wire. This occurred outside of the body with no patient contact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.